Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, incontinence, dysuria, bleeding, dyspareunia, mesh erosion and exposure. An excision and revision of the mesh was performed.